Manufacturer narrative:
Concomitant medical products plc121000j/16562297, plc121400j/16591943, and plc141400j/16545683. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection), arterial thrombosis and occlusion of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses (rlt231418j/17333394, plc121000j/16562297, plc121400j/16591943, and plc141400j/16545683). The patient tolerated the procedure. On the same day after the initial implant procedure, the patient had lower back pain. A computed tomography (CT) was run, revealing a retrograde type-b aortic dissection originating around the proximal end of the existing trunk-ipsilateral leg component. It was reported by the physician that as the patient¿s proximal neck was highly angulated, the trunk-ipsilateral leg component was pushed up using a constraining mechanism, which could have caused or contributed to the retrograde aortic dissection. The aortic dissection was monitored with hypotensive drugs administered to the patient. On (B)(6) 2018, an imaging revealed thrombosis from the endoprostheses in the left side (which of the implanted devices are unknown) to the left common femoral artery. It was reported that prior to the initial implant procedure, calcification had been present from the left external iliac to the left common femoral arteries, which could have contributed to thrombosis. The left external iliac and left common femoral arteries were replaced with a surgical graft, and the proximal end of the surgical graft was anastomosed with the existing endoprosthesis. The patient tolerated the procedure.